Event description:
It has been reported that the syringe 30ml ll bns has been found experiencing 95 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: material no. 301033; batch no. Unknown. It was reported 95 out of 788 syringes inspected were found that had some type of loose particulate. 301033 -syr, 30cc l/l - 95 out of 788 found to have loose particulate. Email verbatim: as part of our continuous improvement activities, we have undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection for becton dickinson and co items that were evaluated. Bd part # internal avid# description total loose: # inspected percentage: 301033, 500609, syr, 30cc l/l, 95, 788, 12.1%.

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to have been involved, but were not confirmed by the customer. The information for each lot number is as follows: d.4. Medical device lot #: 8332873; d.4. Medical device expiration date: 11/30/2023; h.4. Device manufacture date: 11/28/2018. D.4. Medical device lot #: 9056751; d.4. Medical device expiration date: 2/29/2024; h.4. Device manufacture date: 2/25/2019. D.4. Medical device lot #: 9056754; d.4. Medical device expiration date: 2/29/2024; h.4. Device manufacture date: 2/25/2019. D.4. Medical device lot #: 9056756; d.4. Medical device expiration date: 2/29/2024; h.4. Device manufacture date: 2/25/2019. D.4. Medical device lot #: 9085687; d.4. Medical device expiration date: 3/31/2024; h.4. Device manufacture date: 3/26/2019. D.4. Medical device lot #: 9120958; d.4. Medical device expiration date: 4/30/2024; h.4. Device manufacture date: 4/30/2019. H.6. Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows two (2) syringes next to each other. There appears to be a piece of black foreign matter in or on the syringe near the flange of one of the syringes. There also appears to be tape on both syringes with black spots on or under the tape. Furthermore, a device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Without a physical sample to analyze the foreign matter (fm) that appears to be in or on the syringe near the flange or on the barrels under the tape cannot be identified; therefore, potential root causes cannot be determined. No corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 30ml ll bns has been found experiencing 95 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: material no. 301033 batch no. Unknown it was reported 95 out of 788 syringes inspected were found that had some type of loose particulate. 301033 -syr, 30cc l/l - 95 out of 788 found to have loose particulate. Email verbatim: as part of our continuous improvement activities, we have undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection for becton dickinson and co items that were evaluated. Bd part # 301033, internal avid# 500609, description: syr, 30cc l/l, total loose: 95, # inspected: 788, percentage: 12.1%.